Manufacturer narrative:
Based on the med records received; the results of the clinical investigation states it is unlikely that the liberty cycler caused or contributed to pt's death; as she had multiple co-morbidities including multiple myeloma. Pt had a history of multiple myeloma and frequent hospitalizations; admitted with pneumonia, which was complicated with sepsis. Transfer to a higher care hosp was planned, and pt coded and died during transport. A serious injury of pt death is being reported as the pt used the liberty cycler for her pd treatments. The pt was not using the liberty cycler at the time she experienced a cardiac arrest. This event is being filed as MDR reportable serious injury to comply with our reg commitment to report any serious injury while using a fresenius device.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt presented to the emergency department (ed) with sepsis and respiratory distress. On (B)(6) 2014; the pt was being transferred from (B)(6) ed due to her declining condition. En route the pt went into cardiac arrest, requiring chest compressions and insertion of an oral airway. The pt coded a total of four times, however, upon arrival and treatment at (B)(6) trauma, she regained spontaneous circulation. It was soon after resuscitation the family and attending physician agreed upon withdrawing life support.